Manufacturer narrative:
Functional testing was not performed, since no device was returned; the reported issue could not be replicated. The reported complaint could not be confirmed. No root cause could be determined as no device was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. D3, g1, g2 email address: (B)(6).

Event description:
It was reported that there was a leak at the extension filter. The leak occurred two days after installation with three tubes from the same batch. No patient consequences.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.